Event description:
As reported by the user facility (translation of user facility info by bbm sales organization in (B)(6)): stop of the infusion. Drug: 5fu pfizer 3500 mg - nacl - volume total: 92 ml. Room temperature.

Manufacturer narrative:
(B)(4). We received one used, three-quarter filled (contaminated with cytostatic agent) easy pump ii lt 100-50-s without packaging. The received sample was taken to a visual examination. Damages were not detected. In as-received condition the white clamp was closed. The wing cap was not assigned by the customer. After opening the top cap was removing the closing cone, we detected crystallized drug residues at the filling port (lli-cone). Further on we detected air inside the triangle tube (behind the vent filter) and an air bubble inside the flow restrictor. We detected residues of crystallized drugs inside the lla-cone of the pt connector. Additionally, the sample was taken to a functional test respectively to a leak test. After opening the white clamp and waiting for a while ((B)(4)), the pump did not work (solution was not running). Also after squeezing the pump by hand, the pump did not work (solution was not running). Leaks were not detected. No specific conclusion can be drawn. We have informed our production site accordingly. A follow-up report will be provided after the statement is available.